Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient experienced drop foot 12 weeks post implantation of devices and was treated with an ankle-foot orthosis, which was no longer needed at the time of the patient's one year follow up. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) concomitant medical product: unknown vanguard femoral component, catalog#: unknown lot#: unknown, unknown vanguard bearing, catalog#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00580, 0001825034-2018-00582.

Event description:
It was reported that the patient is experiencing drop foot following the initial implantation of devices. Attempts have been made and no further information has been provided.